Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had been alarming ¿no disposable clamp tubing.¿ the line had been clamped and the cassette removed. The tubing had been massaged and the cassette reconnected. An attempt to start the pump had been made, but the alarm ¿no disposable pump won't run¿ had persisted. The cassette had been removed again and tapped on a hard surface. After reconnection, another start attempt had been made, but the alarm had continued. The pump had been powered off and back on, but a double beep had remained present. The cassette had been removed once more and the tubing massaged, with no air noted. After reconnection, the pump had continued to alarm during another attempt to start. Reservoir volume was recorded at 55.4 ml, rate at 48 ml per 24 hours, and given volume at 40.6 ml. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.